Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer got the following readings within 10 minutes: 489 mg/dl reading at 4:00pm (B)(6) 2017; 28 mg/dl reading at 4:10pm (B)(6) 2017. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.